Manufacturer narrative:
Concomitant medical products: w1tr02 crt-p implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing. The rv lead remains in use.  No patient complications have been reported as a result of this event.